Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred on (B)(6) 2016. At this time the patient obtained a blood glucose reading of "103mg/dl" on the subject meter and a reading of "63mg/dl" on another device within 30 minutes. The patient informed the cca that they manage their diabetes by self-adjusting their insulin intake and as a result of the alleged product issue they increased their usual dosage by an unspecified dosage at 10am on (B)(6) 2016. The medical surveillance specialist has interpreted that the patient then developed symptoms of "shakiness and lightheaded" on unspecified period of time after taking this additional insulin. The patient self-treated these symptoms at 12:18pm on (B)(6) 2016 by consuming additional food and/or drink. This was after they measured their blood glucose at "63mg/dl" on another unspecified device at 12:15pm the same afternoon. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the control range. The patient's products were replaced and requested for evaluation. Although during troubleshooting it was found that the patient's meter fell within an acceptable range with a control solution test, and therefore a malfunction can be ruled out, this complaint is still being reported because the patient allegedly developed symptoms indicative of serious injury after the alleged product issue began.